Event description:
The complainant reported that the device was therapeutically implanted in a patient (age and gender unknown) in 2006. It was reported that the day following the procedure, during flushing of the device, a leak was observed at the top of the wings. The clinicians reported that the problem may hae been the results of the patient touching the device. The device was successfully replaced with an IV. No sequellae was identified by the complainant as a result of the reported problem.